Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 4. The drain volume was 2742 ml. The programmed fill volume was 1700ml. This drain meets iipv criteria.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The device functioned normally during pal testing. The assignable cause of the iipv was determined to be an insufficient drain- one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. There is no indication of use error or misuse of the device identified, no association with a mislabeling and the adequacy of the labeling is not being questioned. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through (B)(4).